Manufacturer narrative:
Initial and final MDR 1904738- MDR 3003442380-2024-12143- device 2 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 4 infusion sets adhesive. The first event occured on (B)(6)2024 and 2nd 3rd on (B)(6)2024 other being unknown the patient reported infusion set fell off during use. Most of the sets never stuck and one was in use for an hour. The patient confirmed the set fell off while doing physical activity/sweating, swimming, or bathing.the patient replaced infusion set and resumed insulin successfully. No further information available